Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that the peritonitis was manifested by cloudy effluent. The cause of peritonitis was further described as that patient not wearing a mask. The patient was treated with an unknown antibiotic (route, dose, and frequency unknown) for peritonitis. The patient was transferred to a rehabilitation facility and resided there for an unknown length of time. The patient was reported to have been ¿on and off¿ of peritoneal dialysis therapy. On an unknown date, the patient recovered from the event of peritonitis. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was a breach in aseptic technique further described as patient made a mistake/ touch contamination. The patient was discharged 7 days after admission. One week later the patient was readmitted to the hospital for the ¿continuing infection¿ as it was reported the patient "never recovered from the infection". On an unreported date, the patient was discharged to rehabilitation for ¿a couple of days¿. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available.